Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. After a non bsc stent was implanted, the physician advanced a 8mm x 4.50mm nc quantum apex¿ balloon catheter to post dilate the stent but the hypotube broke when the device entered into the y-connector/guiding. The device never reached the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. After a non bsc stent was implanted, the physician advanced a 8mm x 4.50mm nc quantum apex¿ balloon catheter to post dilate the stent but the hypertube broke when the device entered into the y-connector/guiding. The device never reached the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the wire lumen. The balloon was tightly folded. The hypotube shaft was completely separated 91.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities on the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).